Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported issue of 'occlusion alarm however there was no occlusion' which was not reproduced during evaluation. A review of the event history log identified 'downstream occlusion!' Messages on the customer reported event date but the history log can not distinguish between true and false alarms. The device was tested for downstream occlusion detection and found to detect and occlusion within specification. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No cause was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unspecified occlusion alarm during therapy (medication, dose, programmed amount and delivery rate unknown). The event happened at the operating room (or). There was no known patient injury or medical intervention associated with this event. No additional information is available.